Event description:
Ous MDR - during a follow up visit, measurements showed that the sensing had changed from 18.2 mv (at operation) to 4.0 mv. F/u on a subsequent visit showed unstable pacing measurement that varied from 20.7 mv to 5.3 mv. The physician checked to see if the lead dislodged and found no abnormality. On (B)(6), shock-therapy was delivered 5 times and the pt was admitted to the hosp where t-wave oversensing was confirmed. On (B)(6), the pt underwent a surgical procedure and this lead was explanted and replaced with a competitive lead.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The slightly damaged silicone sealing of the is-1 connector and the deformation of the shock coils occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.